Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a large portion wrapped in rescue tape as it was exposed. The vad coordinator denied the patient having any signs or symptoms of driveline fracture or pump stops and no alarms were reported. Driveline repair was performed on (B)(6) 2020. Pump stops and driveline fault were noted during repair but there were no immediate alarms after the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial jacket damage was confirmed through evaluation of the returned portion of the driveline and submitted images. A cause for the reported event could not be conclusively determined through this evaluation. The returned driveline had multiple outer jacket repairs along the returned length. Removal of the repair tape revealed breaches in the outer jacket approximately 7, 8 and 11 inches from the controller connector. Further removal of the underlying layers revealed no damage or evidence of wear to the individual conductors. The returned portion of the driveline was tested for electrical continuity and current leakage, and passed without incident. The returned driveline appeared to function as intended. The submitted log files contained data from (B)(6) 2020. The log file captured the driveline disconnect and pump stops that occurred as expected during the driveline repair. The log file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system support, serial number (B)(6), without further reported events at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU and patient handbook include information on how to care and clean the driveline, and to communicate with your hospital contact regarding concern for any equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Additionally, section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii patient handbook, rev. C is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.